Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model irc5po, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Th facility, (B)(6) called stating that a resident was having a problem with his irc5po2 concentrator after a storm. The unit will allegedly not turn on and when the nursing staff removed the door the filter appeared to be burnt. No injury alleged.

Event description:
Allegation received that after a storm the unit will not turn on. Nursing staff removed the filter door and filter appeared burned. No injury alleged.